Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100.

Event description:
A representative from aesculap stated a customer reported a sterrad® chemical indicator strips in two loads did not change color correctly after a completed sterrad® cycle. No additional information at this time. The affected load(s) were reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly. (B)(4) are related complaints from the same facility. Please reference (B)(4) for the first load and (B)(4) for the second load. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00647 and 2084725-2016-00648.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). ¿ DHR review could not be performed as the lot number is unavailable. ¿ lot trending could not be performed as the lot number is unavailable. ¿ the sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. There is insufficient information to determine the cause of this issue as the lot number was not available and the product was not returned. The issue will continue to be tracked and trended.